Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed a hole in the tube. A functional testing was performed which revealed a leak. The reported condition was verified. The cause of the condition was due to human production. There are control measures are in place to mitigate this failure mode. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a hole in the tubing. This was identified during setup/preparation and prior to patient use. There was no patient involvement. No additional information is available.